Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4)

Event description:
It was reported that the asymptomatic patient presented to the clinic and the implantable cardiac monitor could not be interrogated. The device was explanted on (B)(6) 2014.